Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a recurrent umbilical hernia repair with small bowel resection in (B)(6) 2016 and suture was used to close the fascia. On post-op day 1, the patient developed a wound infection and returned to the surgeon¿s office. The surgeon reopened and packed the wound. The patient had redness at the site on post-op day 1 and persistent drainage after. The infection has been fluctuating mild/moderate for three months. Over time, the wound has been described as healing but with drainage. The wound is being managed on an outpatient basis with dressing changes/care and several courses of oral antibiotics for the smoldering infection. It was reported that cultures taken were positive for klebsiella, enterobacter, citrobacter, which were indicative of small bowel spillage. The surgeon opined that there is not a quality issue with the suture and that the patient presented with a complex issue during the first procedure and the small bowel resection led to any infection issue post operatively (from spillage from the bowel).